Event description:
It was reported by service report that the top of the side rail was cracked on the pt's left side. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation coding based upon customer report. The customer requested replacemet parts to repair the stretcher themselves.